Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The disposable device is not available and the lot number is not known; therefor no device evaluation or batch review can be performed. A follow-up report will be submitted if any additional information becomes available.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the event log of a returned homechoice device. The system error occurred on (B)(6) 2011 during dwell 3 of cycle 5. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.